Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the pump had not been charged for a week, the pump shut off due to insufficient battery power. The customer's blood glucose (bg) level was elevated; however, the exact value was not provided. The customer used manual injections to manage bg level.